Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their evis exera iii video system center light socket is flashing continuously and when a bulb is replaced, it last a couple hours. There was no patient death, harm or injuries reported with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as the use of a non-olympus lamp was identified. The reportable phenomena of the 190 series scope being unreadable was confirmed, but the reportable phenomena of the blinking light socket and the replacement main lamp no longer lighting several hours later could not be reproduced/confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the 190 series scope being unreadable could not be identified. However, it¿s likely the cause is related to a faulty scope socket. Also, based on the results of the legal manufacturer's investigation, the root cause of the blinking light socket and the replacement main lamp no longer lighting several hours later could not be identified. The phenomena of the use of the non-olympus lamp might have been prevented per the instructions for use listed below: [6.1 replacement of the examination (xenon) lamp] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.